Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the same procedure due to a capsular collapse, lack of capsular support. A vitrectomy had been performed, then the lens was inserted. It was then found that the eye did not have sufficient post interior support and the lens was removed. Lens was replaced and the patient is fine, there were no complications.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.